Event description:
A malfunction on the pump was reported by the customer, but there were no notable events preceding the issue. The customer's blood glucose level did not exceed 500 mg/dl. After contacting technical support, the customer was provided with information on how to reset the pump, successfully resolving the malfunction code issue. The customer was advised to continue using the pump and to call back if any further malfunctions occurred.